Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and cardiac perforation. A complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Analysis was normal, no anomalies were found.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that the right ventricular (rv) lead exhibited loss of capture. Chest x-ray was performed and revealed that the rv lead had dislodged and caused cardiac perforation. The rv lead was explanted and replaced. Patient condition was stable.